Event description:
It was reported by the caller that while performing a procedure in the animal lab they perforated the aorta with the sl1 sheath and the animal passed away. Bwi products in use were: carto 3 system ser# (B)(6), stsf df curve. Catalog and lot #'s are unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).